Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; although a specific value was not provided, with ketones that were identified as dangerous by a healthcare provider. The customer attempted to treat bg with a manual injection, however required assistance and was given intravenous fluids of saline and other fluids, details not provided. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.